Event description:
A nurse reports that following bilateral intraocular lens (iol) implant surgery, a pt was unable to adjust to the lenses. The lenses were exchanged for a different model. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/14/2008 and 08/27/2008 by fax, mail and phone. A completed questionaire has not been rec'd.